Manufacturer narrative:
This ipg model is also associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2014-00019. It was reported the patient (B)(6) experienced heating while recharging. The skin above the patient's ipg would reportedly become red and hot requiring the use of a medical balm. Charging more frequently but in shorter durations did not alleviate the issue. In addition, it was reported the patient was having an increasingly difficult time communicating with the ipg via both the charging system and patient programmer. Surgical intervention was undertaken to explant and replace the patient's ipg. No further communication issues have been noted.